Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected a high out of range left ventricular (lv) pacing impedance of greater than 2000 ohms. It was noted the lv lead was a higher pacing lead (200-3000 ohms). Technical services discussed if no change was made to the out of range alert value, then it defaults to 2000 ohms. The clinician planned to increase the lv out of range alert value to 3000 ohms when the patient was in the clinic the following day. No adverse patient effects were reported. This crt-d remains in service.